Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. The air could not be cleared after multiple aspiration attempts. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. During preparation for leak testing, an attempt to purge the sheath of air/bubbles was unsuccessful. Air was continuously seen in the sheath shaft, and leaking was already observed near the side port. The device was examined on the microscope to locate the source of the leak path. Dissection of the handle cap revealed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the sheath during aspiration. The air could not be cleared after multiple aspiration attempts. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.